Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked down, up keypad buttons. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the displacement, rewind, basic occlusion, occlusion, and self tests; it failed prime/seating and force sensor tests. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that multiple pump error 38s occurred on (B)(6) 2025 from 07:51:00 to 10:54:46. The case was cut open. The motor sleeve was stuck to the motor slide as the boards were taken out of the case. There is previous moisture presence on/around the following: bottom of the motor sleeve, home motor switch. In summary, the customer¿s report of pump error 38s was confirmed in the pump's history. The pump error 38s are due to previous moisture presence on the home motor switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed) alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.